Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the mid femoral head, in the common femoral artery (cfa) at the bifurcation via a 6f sheath (model unknown). There were multiple sheath exchanges. Peri-procedure the patient was anticoagulated with 5,000 units of heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the balloon lost pressure when it was located at the arteriotomy and caused the device to pull through. The patient was converted to 25 minutes of manual compression in which time hemostasis was achieved. The patient was ambulated and discharged to home with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a pin hole in the balloon distal tip, approximately 4mm from the balloon proximal tip. No other source of a leak was identified. Based on the information provided and the investigation performed, the root cause of the pin hole could not be determined. The review of the lhr (lot f1129903) indicated that the device lot met all established performance criteria prior to shipment.